Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes") in a female patient who had essure inserted for female sterilization. In 2017, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.